Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent act button response due to corroded keypad traces. Device was received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the act button on the insulin pump has an intermittent response. Blood glucose value was 175 mg/dl. The insulin pump was replaced and returned for analysis.